Event description:
Philips received a complaint by the customer on the v60 indicating that a backup alarm failure had occurred. It was reported there was no patient involvement at the time the issue was discovered. It was reported that a backup alarm failure had occurred. The customer stated they had attempted to resolve the reported issue by replacing the power management (pm) printed circuit board assembly (pcba) but it was unsuccessful. The remote service engineer (rse) advised the replacement of the central processing unit (cpu) printed circuit board assembly (pcba) and provided the customer with the part number of the cpu pcba to order and replace. Multiple attempts have been made on 24mar2026, 31mar2026, and 07apr2026 to try to obtain further information about this case but no response received from the customer. This file is closed and can be reopened if new information becomes available.